Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photograph was visually inspected and a separation between the female connector and main body was observed. The reported condition was verified. The direct cause of the condition was determined to be manufacturing related due to inadequate solvent application to the insert chip. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue connector) and the main body (light blue) of a minicap extended life pd transfer set; further described as ¿dark blue connector was found dislodged from the light blue area." This occurred during training for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.